Event description:
It was reported the pt was experiencing pain at the ipg site which radiated down her left arm and chest regardless of stimulation on or off. In turn, the pt underwent surgical intervention on (B)(6) 2014 to reposition the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.